Manufacturer narrative:
Despite efforts to obtain concise information as to whether the device (portion) of the device is returning for analysis, no information has been provided. Should further information be received, this report will be updated.

Event description:
It was reported the right atrial (ra) lead was explanted due to infection. The lead broke upon extraction, leaving the head of the lead lodged in the subclavian vein. The patient was given antibiotics and several days later, a new system was implanted on the right side. No further complications were reported.

Manufacturer narrative:
Although this lead has not been returned for physical analysis, based upon both what was reported from the field and our investigation, it was determined the tip of the lead most likely became fractured/detached due to a combination of factors including manipulation during removal, lead design, and patient anatomy. A corrective and preventive action (CAPA) investigation was performed to further evaluate this behavior and it was determined that a corrective action is not warranted. Boston scientific will continue to monitor and trend these complaints to ensure that the rate remains within expectations as outlined in our of quality systems process. Additionally the next generation ingevity+ lead was designed with a tri-filar inner coil and enhanced joint design, which is expected to mitigate these issues.

Event description:
It was reported the right atrial (ra) lead was explanted due to infection. The lead broke upon extraction, leaving the head (tip) of the lead lodged in the subclavian vein. The patient was given antibiotics and several days later, a new system was implanted on the right side. No additional adverse patient effects or complications were reported. The portion of the lead that was extracted was discarded at the hospital.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the right atrial (ra) lead was explanted due to infection. The lead broke upon extraction, leaving the head of the lead lodged in the subclavian vein. The patient was given antibiotics and several days later, a new system was implanted on the right side. No further complications were reported. Additional information received, indicated that the remainder of the lead was discarded at the hospital.